Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during preparation. The event was further described as the rubber/ball inside the pump split and the liquid inside poured out into the ¿husk¿ of the pump and a part into the working layer of the laminar cabin. The set was filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from october 4, 2019 - october 7, 2019. H10: the actual device evaluation was completed. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.